Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested but unavailable: event clarification needed- does the complaint involved one intra-op issue -suture. Breakage multiple times and one post-op patient consequence- development of hernia. Or suture breakage and hernia both issue noted 1 month post-op? What procedure was performed that involved fascia closing? Date of the surgery? What was done to manage the hernia? What adverse patient consequences were reported and what medical/surgical intervention was provided to manage them? Lot number used.

Event description:
It was reported that the patient underwent fascia closure on an unknown date and suture was used. The suture broke multiple times and the patient developed a hernia within a month. No additional information was available.